Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1995 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 1995 along with concurrent laparoscopic sterilization, cystoscopy, and cystometrogram due to stress urinary incontinence when sneezing, coughing and lifting. It was reported that following insertion the patient experienced pain in abdomen, pain during intercourse, required hysterectomy, and additional surgery to remove mesh and scar tissue. It was reported that patient underwent mesh removal on (B)(6) 1998 for failed bladder suspension and painful scar tissue build up. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 08/04/2016.